Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was incorrect and had a delay by 10 minutes. A technical support specialist dialed into the station and verified that the system time displayed a delay of seven minutes. In the command shell, the tss found that the time zone was set to eastern standard time (est). The tss then updated the system time using the time command and rebooted the station to apply the changes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the time was delayed by 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.